Event description:
The ve lvas was implanted in 2000. Three months late, the pt's flows from the lvad had dropped from 5 lpm to 1.1lpm, the lvas was alarming and the sytem monitor stated "controller malfuncion". The perfusionist changed the controller and controller cell without any effect on the event. The perfusionist then paged for help and began hand pumping (pneumatic back up) without results. There were runs of v-tack and v-fib and then the pt coded and died. Cause of flow drop from 5 lpm to 1.1 lpm unknown.